Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a laparoscopic case the insufflator machine beeped and a message stating touch screen error. Immediately after it changed to an orange screen and stated starting calibration. As the operation already started and co2 was needed, the insufflation machine was turned off and restarted. The machine restarted as normal and showed no signs of the previous error messages. The procedure was delayed less than 15 min. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, the most probable root cause is that the touch screen was permanently activated by cleaning residues or other objects, causing this error to occur. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can most likely be traced back to a usage-related failure. The event is filed under internal karl storz complaint ID: (B)(4).